Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported user interface module when powered on the light emitting diode's come on but the screen is blank on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.